Manufacturer narrative:
Permobil is unable to confirm a device malfunction occurred as alleged due to the device not being made available, by the end-user, for inspection/evaluation. Numerous attempts have been made in attempt to evaluate the device, but with each scheduled attempt the appointment was cancelled by the end-user. As the device is not being made available, permobil cannot reach a determination as to possible root cause of the rpeorted event without speculation. Permobil will continue to monitor and if any new information is provided, the case investigation will be re-opened and a follow-up report submitted.

Manufacturer narrative:
Report provided to permobil from the end-user claims while attempting to enter their apartment, they drove the wheelchair into the frame of the apartment door, resulting in a broken finger. The end-user reports this event occurred approximately 8-9 months prior but had not reported to permobil until just recently. The end-user claims the wheelchair "wiggles" and that is what caused them to drive into the door frame. The end-user claims having contacted their service provider numerous times, but due to covid restrictions, they never responded. Permobil contacted the end-user's service provider and was informed they would schedule to evaluate the device. At the time, permobil is unable to confirm a product malfunction as the service provider has been unable to evaluate the device due to scheduling issues with the end-user. Permobil will continue to monitor and if any new information is received, a follow-up report will be submitted. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Reports having broken one of his fingers after having driven his device into a door frame while attempting to enter his apartment. Report indicates the end-user having sustained a broken finger because of the impact.